Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up. A technical support specialist found that the patient was not active on myqlink (mql) and redirected the client to admin for further assistance. The technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to find the patient (B)(6) and customer stated that patient was not active on mql. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.